Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 416 mg/dl. The customer was treated for high blood glucose with a manual injection of 10 units of insulin. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin did exit. The customer was advised that we would send replacement sets.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.